Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer received a button error alarm. Customer's blood glucose value is unknown. It was stated that the customer was on a cruise ship at the time of the alarm. Representative provided a phone number to contact the customer for further details but the customer could not be reached. The insulin pump was not replaced or returned for analysis.